Manufacturer narrative:
Failure analysis noted that the insulin pump was received with a blank display due to moisture damage on the electronic assembly and motor. The pump had a scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her daughter dropped her pump in water while she was fishing. She stated that there is moisture in the pump and that it will not turn on. The customer's blood glucose was unknown. The customer was advised that the insulin pump would need to be replaced and that her son would need to revert to back-up plan. The insulin pump was returned and analysis was completed.